Manufacturer narrative:
The condition of an infuso.r pump that would run for a few seconds then would go into a constant alarm causing an interruption of delivery was confirmed due to a separated motor. The motor was replaced to correct this condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
During baxter evaluation, an infusor pump would run for a few seconds would go into a constant alarm, causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.